Event description:
Mother reports that child tested blood glucose at midnight on suspect device as 120 mg/dl. At 1:30 a.m. Child suffered a seizure and mother tested blood glucose at the time as 84 mg/dl on suspect device. At the hosp, child was given glucose and blood glucose at hosp after treatment was 84 mg/dl. Pt had suspect testing strips out of protective vial for 5 days. They were stored in a plastic bag.